Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that power switching occurred with the controller and battery.

Manufacturer narrative:
Product event summary: the controller and battery were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections. Analysis of the alarm file revealed that a vad disconnect alarm was logged on 04/11/2018, at 10:40:50 due to a physical disconnection of the driveline from the controller. Log file analysis also revealed a controller power up event on 04/11/2018, at 10:40:50. The data point prior to the loss of power revealed that a controller ac adapter was connected to power port one (1) and the battery was connected to power port two (2) with 89% rsoc. The data point recorded after the loss of power revealed that a controller ac adapter was connected to power port (1) and the battery was connected to power port two (2). The controller was without power for 8 seconds. As a result, the reported power switching, loss of power, and vad stopped alarm events were confirmed. Based on the log file an alysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. Additional products: battery / (B)(4) d4 expiration date: 2018-08-31 UDI#: (B)(4) h3: yes h4: mfg date: 2017-08-31 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery/bat585755/model #: 1650de. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: d284vrc ICD implanted: (B)(6) 2009; 694265 lead implanted: (B)(6) 1997; heartware ventricular assist system - battery, battery / serial / model #: unk-battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient woke up and disconnected their ventricular assist device (vad) from ac power, a vad stop alarm occurred. The battery which was also connected to the controller was fully charged at the time of the vad stop alarm. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and one battery were not returned for evaluation. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections, including one involving (B)(4). As a result, the reported premature power switching event was confirmed. Log file analysis also revealed two controller power up events on (B)(6) 2018, at 10:40:50 and on (B)(6) 2018 at 07:17:09; respectively. The data point prior to the first loss of power revealed that an adapter was connected to power port one and (B)(4) was connected to power port two with 89% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that no power source was connected to power port one and (B)(4) was connected to power port two. The data point prior to the second loss of power revealed that no power source was connected to power port one and (B)(4) was connected to power port two with 51% rsoc. The data point recorded after the second loss of power revealed that an adapter was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 8 seconds and 7 seconds, respectively. As a result, the reported loss of power was confirmed. Log file analysis also revealed one vad disconnect alarm was logged on (B)(6) 2018 at 10:40:50, the same time as the first controller power up. This alarm type is indicative of a physical disconnection of the driveline. As a result, the reported "vad stop alarm" was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause for the vad disconnect alarm can be attributed to a physical disconnection of the driveline and/or a marginal driveline connection. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that there was a controller power loss.